Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between april 19, 2021 to april 20, 2021. H10: the device was received for evaluation. The sample did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor over infused. The reporter stated that the expected therapy time was 46 hours, however, it was emptied after ¿about one day¿ (24 hours). This was observed after use of the device. The device was filled with a total volume of 116ml, 96ml 5-flourouracil and 20ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on an unspecified day in (B)(6) of 2021. Should additional relevant information become available, a supplemental report will be submitted.